Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to c disk drive being entirely full. A field service engineer replaced the hard drive with a pre-imaged 161 drive, and the station and drive were configured accordingly. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system sql db metric surpassed the upper critical threshold the customer reported that there were delays in medication dispensing as nursing staff utilized alternative stations during the repair process. There were no adverse events or injuries reported based on this incident.